Event description:
Reporter alleged the blood glucose monitoring test strip vial reading range is not correct. Reporter stated when running controls on the meter, the test strip vial reading range on the label stated 25-55 however while talking to a manufacturer's representative; it was confirmed the range higher end number was only up to 45. A request was made for the return of the suspect device and replacement product was sent.